Event description:
Doctor was attempting to use a ethicon tia linear stapler on this patient. As the resident was putting the stapler together to discharge the staples, the dr. Noticed the tips of some of the staples in the load were already emerging from the load before firing. He discarded the load and was successful with another load. The load is a ethicon endo-surgery product. Name: 1 proximate 100 mm load (blue). Mfg # tcr10. I bagged it, put a patient sticker on it and left it at the nurses station.